Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. Customer changed supplies to address the occlusion alarms. Customer reported using humalog for 72 hours. Tandem customer technical support informed customer that humalog is indicated for 48 hours per the pump user guide. Customer¿s blood glucose level was 250 mg/dl.